Manufacturer narrative:
The insulin pump was received with blank display due to faulty force sensor system. The pump was unable to verify check setting alarm, external flash crc error alarm or perform the functional testing due to blank display anomaly. The pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call of external flash crc error and check settings alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he lost his settings. The customer stated that the first alarm occurred during rewind. The customer stated that the alarm was cleared with the escape and act buttons. The customer stated that the alarm occurred twice. The customer will be sent a replacement pump. The customer will return the pump for analysis.